Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient¿s original solis pump had malfunctioned and had triggered a ¿block in line, clamped¿ error immediately after a cassette change. It was further reported that the same cassette and tubing had functioned normally when connected to the backup pump, indicating that the issue was unlikely to have been a true line blockage. Instead, the problem had been consistent with a faulty pressure sensor or cassette-detection mechanism in the original pump, which had resulted in a false blockage alarm and had required arranging a replacement pump. There was no patient involvement.

Manufacturer narrative:
Customer reported "block in line clamped" error. Unable to confirm complaint due to the device not being returned. Based on the review of the information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.